Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, the wire broke during stitching and also during removal. There were no adverse patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4/g4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01)gtin is not available. H6 component code: g07002 device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: it was reported that "...actually 2 out of 3 wires broke during stitching and also during removal". If possible, please confirm the number of sutures that broke during stitching and how many during removal from the package. 3. Can you identify the lot number of the product used? No. Date event (=date the issue took place): 2025. Several products since use product. Procedure: skin suturing. Description of issue: breaking of suture threads when suturing, two thirds of the time; on and off pulverizing threads when taking out. When did the event occur (pre-op/intra-op/post-op)? Pre and post. Was there any patient consequence? Not sure, perhaps remaining thread parts in patient skin. What action was taken to resolve the issue? Stopped using the box of sutures.